Manufacturer narrative:
Corrected data: see e.1., e.2., e.3. & g.1. Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
The reason for this revision surgery was reported as worn tibial insert. The actual length of in-vivo for the item listed is unknown as the original surgery date was notprovided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical. The revised item was not returned for examination and the item and or lot number was not provided. To adequately investigate this event, the part and or lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was reported as worn tibial insert. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to worn tibial insert.